Manufacturer narrative:
Additional information added for d4, d10, h3, h4 device evaluation: follow-up report submitted to document device evaluation results. H3 other text : discarded by user

Event description:
It was reported that the pointer shaft was broken off during shipping; this poses the risk of a small component being lost in the surgical site. No medical intervention and no adverse consequences were reported with this event. As this event occurred upon receipt at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that the pointer shaft was broken off during shipping; this poses the risk of a small component being lost in the surgical site. No medical intervention and no adverse consequences were reported with this event. As this event occurred upon receipt at the user facility, there was no patient involvement and no delay to a surgical procedure.